Event description:
In 2000, the pt was admitted to the hospital. The pt was comatose and diagnosed with strep pneumoniae meningitis. The diagnosis was confirmed by a culture. Pt was hospitalized for 6 weeks, recovered and released.